Event description:
Info received indicates when force is applied to the stretcher; the stretcher would roll when the brake was engaged.

Manufacturer narrative:
The technician replaced the brake caster to repair the stretcher.